Event description:
It was reported that the patient presented to emergency room complaining of syncope. While under a surface electrogram, there were episodes of asystole that lasted three seconds or more. This was not reproducible on demand, and it was not possible to decipher if the lead was inhibiting, not providing output, or losing capture. The lead was tested with a pacing system analyzer and exhibited normal measurements. The lead was capped and replaced.

Manufacturer narrative:
Na